Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number (B)(4), lot number 61779. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system. The safety and effectiveness of more than a single implanted xen®45 gel stent has not been studied.

Event description:
Healthcare professional reported xen®45 gts tip was broken and not long enough for implantation.